Manufacturer narrative:
Pt information was not available at the time of this report. Site rep re-installed the software and resolved the issue. A medtronic software investigation is currently in progress.

Event description:
A site rep reported that the system crashed 3 times during a biopsy procedure. They were building the 3d model and it showed the logo and they had to hard shut down. They removed and re-added the procedure but this did not resolve the issue. They proceeded by using the tumor resection procedure but were unable to lock the trajectory. There was no impact to the pt.